Manufacturer narrative:
Evaluation results: device history review found the product met specifications when released for distribution. Conclusion: cause of event was operational context. Analysis: upon receipt at medtronic's quality laboratory, visual inspection showed distortion of the valve shape. All leaflets were slightly stiff, but flexible. Tears were noted through the free margin and lunula of the non-coronary and left cusps, consistent with suture tail wear. Conclusion: it was concluded that stent distortion contributed to the leaflets opening and closing unevenly. This coupled with suture tail wear contributed to the tears observed and can be contributed to user technique.

Event description:
Medtronic received information that this bioprosthetic valve, implanted 1.5 years, was explanted. It was reported that an echocardiogram showed thickened appearance and moderate aortic insufficiency with prominent turbulent flow. It was reported that at explant, two torn leaflets were identified.